Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist (tss) reset the application, but it continued to remain stuck on the loading screen. The cabinet was then restarted, and after the reboot, the system loaded correctly and allowed users to sign in as normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, application was not responding and they were unable to sign in. Remoting into the cabinet was able to confirm the application was frozen. Reset the application. It seemed to be stuck just loading. Rebooted the cabinet, after rebooting it loaded to where they could sign in as normal. There were no adverse events or injuries reported based on this event.